Event description:
It was reported that a staph infection occurred. The patient had bacteremia/systemic infection. The implantable cardioverter defibri llator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).